Event description:
It was reported that prior to surgery, it was discovered that the ¿cord had a cut ¿on the motor device. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed and the reported condition was confirmed. The assignable root cause was determined to be due to mis-handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.